Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had continuous connect to power alarm on their system controller. The patient was connected to wall power when this occurred. A system controller exchange was performed which resolved the alarm. Log files were sent for review, and they captured on (B)(6) 2025, a series of no external power events. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were some low power advisories that were due to normal battery depletion. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose from the wall outlet or the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu remains in service. The alarms resolved after the system controller was exchanged, and the patient stated they checked all connections of the mpu, there was no power loss, only the green light on the mpu illuminated. Additional information from 11sep2025 provided that the patient exchanged their own system controller due to low voltage events in mid-july without contacting the ventricular assist device (vad) center. There were "connect power" alarms.

Manufacturer narrative:
Section d9 correction . Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the log files. The system controller, serial number: (B)(6), log file was reviewed, and briefly on 08jul2025 and intermittently on 10jul2025, while connected to a mobile power unit (mpu) or battery power, atypical low power hazard and power cable disconnect alarms not associated with a routine power source exchange were active. This alarm activated as the voltages on the black power cable dropped, and these alarms cleared as the voltages returned to an expected value. At 13:48:43 on 10jul2025, the driveline was disconnected for a system controller exchange, and the system controller was shut down. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no issues found with the system controller during testing. The reported power cable disconnect alarms were unable to be reproduced. The root cause of the atypical power cable disconnect alarms could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, backup battery fault, and no external power alarms. The heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.